Manufacturer narrative:
(B) (4): info provided by facility. Additional info has been requested. Manufacture date cannot be determined without a part number. Investigation could not be conducted, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records cannot be reviewed without a lot number.

Event description:
.